Event description:
It was reported that this product was part of a system revision due to infection and endocarditis. This implantable cardioverter defibrillator (ICD) was explanted. Available information does not indicate that a new system was implanted. There were no additional adverse effects reported. The product was retained by the hospital and will not be returned.